Manufacturer narrative:
Date of report : 16jul2019, date rec¿d by MFR :15jul2019. Technical support confirmed a new power supply was installed and solved the problem submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that the unit alarmed "operating on battery power" while ac (alternate current) power was connected. The customer reported there was no patient involvement. The event date was not specified; estimate used.